Manufacturer narrative:
This report is submitted on april 21, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to a non-device related medical condition. There are no plans to re-implant the patient with a new device.